Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted parent information.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with diffuse lamellar keratitis (dlk) in both eyes(ou) post treatment. The surgery center noted there was dlk stage 1+ on the nasal flap edge of the left eye and trace to stage 1 of dlk on the right eye at the nasal flap edge. Topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient¿s comments were of doing well but had some photophobia outside but fine under artificial light. The patient reported the symptoms are not interfering with daily activities. The surgery center indicated they added durzol for four times a day. Bcva from (B)(6) 2018: right eye pre-op 20/20 -.50x -2.25 x 92, left eye pre-op 20/20 -.75 x -2.00 x 87.